Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 2916596-2023-00880. It was reported that driveline fault alarms were found while in the clinic for equipment maintenance. The patient denied hearing any alarms at home. The driveline was assessed but no kink or tears were noted. A review of the log files revealed intermittent driveline fault events between (B)(6) 2023 and (B)(6) 2023. An external driveline repair and controller exchange were performed. During the driveline repair, the driveline was cut approximately 3" from exit site. Tech services removed about 4" of silastic layer, bionate, and copper shielding. Some oxidation to shielding was noted. The technician spliced the brown (damaged wire), green, and orange wires. The patient was swapped to a new driveline without issue. The remaining wires (black, yellow, and red) were also spliced. Another driveline fault occurred on (B)(6) 2023 following the driveline repair. The phase data indicated there was still damage to the brown wire, which is likely internal. The wire is not completely broken and appears to have fluctuating current depending on the patient's position. The patient was discharged home with a power module and ungrounded 14 volt power cable. No plan for a pump exchange was made.

Manufacturer narrative:
Manufacturer's investigation conclusion. The heartmate ii system controller (s/n: (B)(4)) was evaluated following the reported controller exchange and driveline fault alarms. A review of the log files, extracted from (B)(4), contained overlapping data spanning approximately 6 days ((B)(4) 2023 per timestamp). Throughout the entire log file, (B)(6) 2023 at 3:58:56 to (B)(6) 2023 at 12:08:43, intermittent strings of yellow wrench advisory and driveline fault alarms were active due to phase 2 being measured much lower than phase 1 & 3. This alarm was manually silenced with the 7.29 software and did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarms were active in the log file. A review of the log files, extracted from the post-exchanged controller, contained data spanning approximately 5 days ((B)(6) 2019, (B)(6) 2020, (B)(6) 2023 per timestamp). Starting (B)(6) 2023 at 12:13:52, intermittent strings of yellow wrench advisory and driveline fault alarms were active due to phase 2 being measured much lower than phase 1 & 3. This alarm was manually silenced with the 7.29 software. The alarms did not resolve in the log files. There were no other notable alarms active in the log file. The heartmate ii system controller was returned for analysis in unremarkable condition. The controller underwent preliminary and functional testing and passed without issue. The controller was connected to a mock circulatory loop and operated the system as intended for an extended period of time. The driveline faults were not reproduced throughout testing and have been addressed via the pump investigation. Per the provided information, the driveline fault alarm was observed after the controller exchange. An external driveline repair was performed; however, the log files were reviewed following the repair and driveline faults were still present. Technical services stated the phase data in the log file indicates that there is damage to the driveline¿s brown wire. The reported event was unable to be correlated to an issue with the system controller. Heartmate ii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to store, maintain, care for equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.